Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-09353. During an in-clinic follow up, noise resulting in oversensing were observed on the right atrial (ra) and right ventricular (rv) leads. In addition, the oversensing resulted in inappropriate automatic mode switch on the ra lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the rv and ra leads were explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated rv and ra lead damage was suspected to be the cause of the event, however, x-ray imaging did not reveal any lead anomalies. The device was reprogrammed, and lead revision is anticipated to resolve the event. The patient was stable and will continue to be monitored.